Manufacturer narrative:
The customer contacted the siemens customer care center. The customer stated that they were processing many patient samples for (B)(6) testing and this was the only sample they had an issue with. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service protocol, which was acceptable. The cse determined that the relative light units (rlu's) were elevated on the discordant sample. The cse replaced two pinch valves and ran quality controls, which were acceptable. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The sample was repeated multiple times on the same instrument, resulting (B)(6) assay results. The corrected results were reported to the physician(s) prior to the physician(s) receiving the initial result. There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.